Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia and neuromuscular problems. It was reported that the patient underwent mesh revision/removal on (B)(6) 2006 due to erosion of sling through anterior vaginal wall and recurrent stress incontinence. It was reported that the patient underwent mesh removal on (B)(6) 2006 due to recurrent sui, dyspareunia and postcoital bleeding. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to recurrent sui. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, bladder neck mobility; concurrent procedures-bladder neck suspension and cystoscopy. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted; and on (B)(6) 2006, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. No additional information was provided. A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. No additional information was provided. A review criteria. Of the batch manufacturing records was conducted and the batch met all finished goods release.